Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii seals did not load correctly. They were reported as not coiling properly and were sticking out of the deployment tube when the delivery device was removed from the loader. A fifth new kit was used to complete the procedure. There were no pt effects. The product was discarded.